Manufacturer narrative:
H3: product analysis found that visually, a portion of the cuff balloon was adhered/deformed to the device when returned. Functionally, a syringe was used to inject 20cc of air into the cuff and the adhered portion of the cuff did not inflate. The pilot balloon inflated as intended. For further analysis, a leak test was performed by submerging the entire device in water and no bubbles (leakage) was observed. In the returned condition, there was an out of specification condition that was related to the complaint. H6: initially submitted codes fdm b17, fdr c20 img g04134 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that pre-op, the endotracheal tube leaked when inflated before being inserted into the patient and could not be used. The regular 5ml (cc) size syringe was used to inflate the endotracheal tube cuff. There was 4-5 ml of air was used to inflate the cuff and there was no kinking in the tube. There is no patient involved in this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.